Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose ranged from 288-300 mg/dl. The customer reverted to an alternate method in insulin therapy.